Event description:
The customer reported that an hour into a subtotal colectomy, the jaws of the device would not longer open. A small amount of bleeding occurred when the device was manually removed from tissue. Another device was used to control the bleeding and to complete the procedure. The device was cleaned once during the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.